Event description:
The pt underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. The subject returned for the routine 1 month follow-up and upon viewing the CT imaging, one of the iliac limbs appears disconnected proximally from the aortic body.